Event description:
N/a.

Manufacturer narrative:
The roto-cam grasp forceps (625105) was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Failure analysis- forceps were returned in used condition with the jaws stuck in open position due to damage/ misaligned hinge. The handle had come disconnected and the shaft was cut in half. No manufacturing, workmanship, or material deficiency was identified. Root cause analysis- the returned 625105 forceps are in used condition with the jaws stuck in the open position due to damage to the hinge, as well as disconnection from the handle. The shaft was also cut in half by the user. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the tip of the laparoscopic grasper locked in the open position while in use inside the patient. Surgeon and staff could not remove the instrument thus they cut the instrument in half on the shaft and then "fished" out the part that remained in the patient with another grasper through a larger port. No patient harm was reported , but there was delay in surgery for an unspecified time. Additional information has been requested.